Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was enc0untered and a dissection occurred. The lesion being treated was a moderately calcified, 70% stenotic lesion in a non-tortuous proximal left descending artery (lad). The physician successfully direct stented the lesion with a taxus liberte - 2.5 x 12 mm drug eluting stent at 17 atms. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician then re-inflated the balloon to 14 atms without success. The physician re-inflated the balloon a third time to 20 atms and still was unsuccessful. Finally the physician pulled hard on the stent delivery system (sds) to successfully remove the balloon. However, a dissection was noticed in the distal end of the taxus stent. The procedure was successfully completed by implanting a bx sonic 2.5 x 18 mm stent over the dissection. No further injuries or complications were reported.